Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip decided to perform an internal water pathway replacement to remediate device contamination. The device has undergone repair, returning it to specification.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of the device was suspected of device contamination during a depot repair and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that hpc testing is done to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 1/27/25, indicating device contamination.